Event description:
Information received that the head will not go up/down. No injury reported.

Manufacturer narrative:
Technician found the head of bed will not go up. Replaced the head section solenoid valve to resolve this issue.